Event description:
The customer contact reported a tubing rupture while in use with a power injector with subsequent leak of contrast media. The extension set was connected to a power injector to deliver ominipaque contrast media at a rate of 4ml/second. After an unspecified length of time in use, it was reported the tubing ruptured at an unspecified location and contrast media came in contact with the healthcare professional. The extension tubing set was removed from clinical use. The power injector tubing was connected directly to the IV catheter and procedure was restarted. There were no reported adverse effects to the healthcare professional. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not returned since this is known issue. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a manufacturing or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. In addition, the infusion therapy account managers were advised of this issue and were provided with a product list of those high-pressure sets that are appropriate for use with power injectors.